Event description:
Additional comment regarding the image review. The bone fracture reported is confirmed. It is noted however that the bone fracture existed prior placement of the depuy femoral devices.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿long-term results of cementless total hip arthroplasty for patients with high hip dislocation after childhood pyogenic infection¿, published by the journal of arthroplasty, was reviewed. The purpose of this study is to analyze the 10-year outcomes of cementless, modular total hip arthroplasty (tha) in 56 adult patients who had high dislocation secondary to childhood pyogenic arthritis. The components that were studied in this article included: pinnacle acetabular cup, srom stem, srom sleeve. The study mentions multiple dome screws, ceramic-on ceramic, ceramic-on-polyethylene, and metal-on-polyethylene articulation with no mention of manufacturer. Since the cup and stem are depuy products, we will assume the liner/head/screws to be depuy for this study. (Fig 1 a-b) a (B)(6) woman had intraoperative fracture in the greater trochanter, which was fixed with cerclage wire. (Srom sleeve, srom stem). (Fig 1 b-c) that same (B)(6) woman had an infection 3 months after surgery, all components were removed. This included 2 screws, cup, liner, head. The stem and femoral sleeve have previously been reported (fig 1 b). (Fig 1 c-d) the same (B)(6) woman: the antibiotic-loaded cement spacers were placed. The patient had femoral fracture resulting in the breakage of stainless steel 8 months after first-stage surgery. (Fig 1 d¿g) the same (B)(6) woman received cementless total hip with solution cementless femoral stem and required a an acetabular tantalum augment was used for the reconstruction of acetabular defect. At 9-year follow-up a radiolucent line was identified around the femoral stem, no revision was noted.